Event description:
Customer reported that pump display was frozen on the home screen. There was no adverse impact to the customer's blood glucose level. Customer attempted to reset the pump following instructions from technical support, but this did not resolve the issue. Consequently, the pump was replaced with a new one. The customer switched to multiple daily injections (mdi) as a backup insulin delivery method.